Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary -the full lead was returned and analyzed. Analysis revealed that there was blood on the distal conductor of the lead and it was obstructed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to fully insert the guidewire into the lead. A different lead was utilized and implanted. No patient complications have been reported as a result of this event.